Event description:
It was reported during a laparoscopic nissen fundoplication while using the lcs to divide the short gastrics the device did not seal all of the short gastrics as expected. A new lcs was opened to complete the case without incident. The rep is not returning the device was used on an hiv positive pt. There was no consequence to the pt.